Event description:
Hemodynamically unstable pt on multiple drips/pressors. Epinephrine infusing via triple channel volumetric infusion pump. Channel c went out of service with no preceeding alarm resulting in hypotension.